Manufacturer narrative:
The product is not expected back for an investigation. The sensor has been disposed of by the customer. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a "scan again in 10 minutes," message when scanning the adc freestyle libre sensor. On (B)(6) 2019, as a result of the customer not able to perform a sensor scan, the customer experienced weakness, trembling, turned "white," and was treated by a non-hcp with oral "sugar." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported the customer received a "scan again in 10 minutes," message when scanning the adc freestyle libre sensor. On (B)(6)2019, as a result of the customer not able to perform a sensor scan, the customer experienced weakness, trembling, turned "white," and was treated by a non-hcp with oral "sugar." There was no report of death or permanent injury associated with this event.